Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2011. Concomitant product: 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation of the diaphragm with increase in stimulation frequency from the left ventricular (lv) lead. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.